Event description:
Extended surgical time required due to breakage of inserter instrument in implant. Implant (hip stem) was removed and another implant was successfully implanted. (Hip stem covered under another MDR.)